Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 9.0, 12.0, 47.0, 97.0 and 104.5 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as kinks in the pusher assembly may result. During the functional test, the smart coil was able to be advanced from its returned position and out of its introducer sheath with resistance. The smart coil was unable to be advanced completely through a demonstration microcatheter due to a kink in the pusher assembly. Further evaluation revealed additional pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the dural arteriovenous fistula (davf) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, the physician placed two smart coils and fifteen other coils in the target vessel using the microcatheter. While attempting to advance another smart coil into the microcatheter, the physician experienced strong resistance and the smart coil would not advance within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using additional smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.